Event description:
It was reported that during a laparoscopic gall bladder procedure, the surgeon used the device as usual, but a clip did not come out. Surgery was prolonged five minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/11/2009. Cam disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.